Event description:
Pt is ventilator dependent, at 12 noon, a respiratory therapist responded to a high-pressure alarm on the ventilator. The therapist suctioned and ambued the pt, but high-pressure alarm continued. The therapist noticed a "flapping" sound within the ventilator filter. The filter was holding 40cm h20 of peep. The filter was removed, and problem immediately resolved. Upon inspection of the filter on 12/16/2002, it was noted that there was resistance in moving air through the filter, and it appeared to be partially blocked. Additionally, when blowing air through the filter with an ambu, soap sud-like bubbles appeared on the expiratory side of the filter.